Event description:
It was reported that the power plug on a dash 4000 monitor caught fire and burned. The monitor was not in use with a pt at the time of the incident. There were no injuries reported. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.